Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in used condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to confirm customer problem, no problems were found with the pump. According to the investigation the delivery accuracy tests were performed, and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. No actions require for this issue.

Event description:
It was reported that the cadd legacy 1 pump failed the volumetric accuracy test. No patient injury or complications were reported in relation to this event.